Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and mobile application the customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Pump and application would not pair after troubleshooting. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy s23 (android 14) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: - gatt undefined errors coming from the ble stack. - supervisor-timeout errors. - loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue status: unknown. Please try next steps with the customer: 1. Uninstall mm app. 2. Clear data of bluetooth app: settings - apps - manage apps - find and tap on bluetooth app - clear data - (if this option is often grayed out on most phones, then try the reset network settings instead) 3. Reset network settings: settings - connection & sharing - reset wi-fi, mobile networks, and bluetooth - reset settings uninstall app - restart phone - turn bluetooth off then on - reinstall app 4. Reboot the device. 5. Install mm app. 6. Keep cross-device service disabled. 7. Check internet connection is stable (for instance within a browser on the phone). If it is not stable, please try with another internet connection. 7. Try to pair. If steps above don't help: 1. Disable battery optimization for mmm app: long tap on mmm app icon - app info â¿¿ battery saver - no restrictions 2. Try to pair the pump and device, do not leave the pairing screen during the pairing process, do not forget to accept the bonding dialogs (may appear twice). Each of 2 confirmation notifications will be present on the device screen during about 5 seconds and after that period system will hide notification. But it still can be found in the notifications shade by swiping down from the tp of the screen. User has 30 seconds in total to confirm 2 notification prompts. Ask user does the bonding dialogs was shown on pairing attempt. 3. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) the helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.